Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range pace impedance measurements. The lead was suspected to have fractured, although a fracture was not able to be confirmed during the revision procedure. This right sided system was surgically abandoned and another system was implanted on the patient's left side. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.